Event description:
The customer reported that while monitoring patients on a xhibit central station (xcs), the central display went blank. There was no patient or user harm associated with this event.

Manufacturer narrative:
A spacelabs healthcare technical support representative attempted to walk the user through resolving the blank display, however the issue could not be resolved. The caller stated that they would escalate the issue to their biomedical engineering department internally. Numerous attempts were made to gather additional information regarding the status of the reported issue; however, at this time the customer has not responded. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56. Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.